Event description:
It was reported continued issues with upstream occlusion and air in line alarms with spectrum pumps. This occurred during an unspecified process step at the 9e critical care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.